Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. One vial of the customer's test strips containing > 10 test strips was received for investigation. The returned test strips were measured on reference meters with a high level control sample. Control results (specified target range 2.6 - 3.2 inr): (B)(6). All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 4.4 inr. Within 4 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 7.52 inr (70.00 sec.).